Event description:
The patient reportedly experienced intermittencies followed by loss of lock. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. There is no swelling at the implant site, but some tenderness was noted. Revision surgery is under consideration.